Event description:
It was reported that the pump had stalled for 24 hours for two times. The patient experienced symptoms and was sent to the emergency department.

Event description:
It was reported that the patient presented to the hospital with an alarming pump since (B)(6) 2012. Upon interrogation two motor stalls and recoveries were noted. The first stall was for 48 hours and then infusion started again; on (B)(6), the pump stopped one more time for two hours and restarted again. Per the reporter, patient was very unhealthy before the event: patient was in a vegetative condition, and very spastic. Drug delivered via the device was lioresal; during the last three years patient had received the itb (intrathecal baclofen therapy), that improved his quality of live. Patient passes away and it was stated due to "multiple organ failure". Also noted was that the hospital "they don´t know if this was because of the baclofen deprivation syndrome". It was indicated that there was no autopsy and the patient was buried with the device still implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The following previously reported patient and device codes will be updated to the following for this event: (B)(4) no longer applies to this event.